Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), the fluid column would not hold. Subsequently, the sgc was exchanged, and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure. No additional information was provided.